Manufacturer narrative:
Our investigation of the complaint is finalized. The compressor mini was investigated by our field service engineer (fse). The unit displayed low pressure alarm during pre-use check. The fse found that the internal compressed air tubing had a crack and replaced it as a corrective action. It was also noted that the motor connection clip was chipped off. The fse replaced the motor as a preventive action. No parts were returned. After these actions that were performed by fse, the compressor passed all functional and electrical safety tests, and was cleared for clinical use. The root cause of the reported event is the damaged internal compressed air tubing. How the damage had occurred is unknown. No parts were returned. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the compressor alarmed for low pressure during preventive maintenance. There was no patient involvement. (B)(4).